Manufacturer narrative:
The synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage in the distal region with struts pulled distally. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19nov2021. It was reported that insertion difficulties were encountered. The target lesion was located in a severely tortuous and severely calcified vessel mid left anterior descending artery to left main coronary artery. After a non-boston scientific extension guide catheter was advanced, the 3.00 x 20mm synergy xd drug eluting stent was introduced but was unable to pass through the device. The physician thought the guide extension catheter might have been flattened due to the tortuosity. The procedure was completed with different devices. There was no patient injury. However, device analysis revealed stent damage.